Event description:
It was reported that the left screen would intermittently flash and then turn black. This can causes the system to be intermittently unusable due to the inability to display a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.